Manufacturer narrative:
Initial reporter- postal code: (B)(6). Initial reporter- email: (B)(6). Initial reporter- email: (B)(6). Initial reporter- fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, deflation: in the photos observed, two devices with fluids clear inside, but I can't confirmed the deflation. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right-side deflation. Device has been explanted and replaced.